Event description:
Reporter indicated that his vns therapy programming handheld was not properly communicating with a pulse generator. Troubleshooting did not resolve the issue. Handheld and serial cable were subsequently returned to manufacturer for product analysis. An analysis was performed and the cause for the reported complaint was found to be associated with a defective serial cable pcb. Visual analysis of the pcb identified an incomplete trace that prevented pin 5 of the db9 connector to be connected to the pcb ground. Once the proper ground connection was established using a jumper wire, the serial cable was able to establish communication between the handheld and the programming wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.